Manufacturer narrative:
It was reported that customer reported that the recently purchased batch appears thinner than previous purchases and does not absorb urine as effectively, resulting in leakage concerns and the need to use two pads simultaneously.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, customer reported that the recently purchased batch appears thinner than previous purchases and does not absorb urine as effectively, resulting in leakage concerns and the need to use two pads simultaneously.